Manufacturer narrative:
Additional information was received therefore b5 was updated. The investigation was completed. (Arrhythmia/ ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Event description:
Additional information was received that the patient is still sick in the intensive care unit. Having multiple episodes of ventricular tachycardia.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that upon the removal of the device, they could no longer locate the patients posterior tibial pulse that was present before the removal. A vascular ultrasound was ordered and it was determined that the patient had a partial occlusion in the mid femoral artery and no flow below the right knee. The patient was taken to the operating room for an emergent vascular repair surgery. The patient outcome at explant was reported as survived.